Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation. A review of the provided image was performed. Images show a single site pch instrument with what appears to be a broken main tube and broken conductor wire. Distal end components are detached from the main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip detached from the permanent cautery hook (pch) and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved during the same surgery and returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis. The broken proximal clevis was not attached to the main tube but returned with the instrument. There were no missing fragments. Additional observation was that the instrument was found to have a broken conductor wire at proximal clevis additional to the broken clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was unable to be tested due to the physical damage condition in which it was returned from the customer.